Event description:
It was reported that approximately 14:00 on november 1, the catheter was inserted into the (B)(6) female pt's right subclavian vein in the operating room. Approximately 17:00 on november 12, a leak was found at the insertion site in the treatment room. As a result, the catheter was removed and replaced with a new one. According to the hospital, there was no leak between november 1st and 11th. Adriamycin and oncovin were used. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.